Event description:
During troubleshooting of an unrelated alarm, it was reported that a homechoice device experienced an unspecified failure during the previous two peritoneal dialysis therapy (no details provided). The home patient stated that they had tried to bypass but were not able to. There was patient involvement but no patient injury or medical intervention indicated at the time of the report. Additional information was requested but was unavailable. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There was no non-conforming product identified that could have caused or contributed to the reported problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. (B)(4).